Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received calibration error alarms and change sensor alarm. The customer also reported that the sensor kept triggering threshold suspend feature. The customer's blood glucose was 12 mmol/l at the time of incident. The customer stated that a bad sensor alert occurred after 2nd consecutive calibration error alarms. The customer was advised to change out the sensor. The customer declined to troubleshoot for the inaccurate reading issue. The sensor will be returned for analysis.